Event description:
It was reported to boston scientific corporation in 2005 that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure (patient gender, age and weight are unknown). According to the complaint, "the stent would not advance over the shredded guidewire". The procedure was completed with another rapid exchange biliary stent system over a new guidewire. No patient complications were reported. The patient's condition at the conclusion of the procedure was reported to be "no harm".

Manufacturer narrative:
The device manufacture and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.